Event description:
It was reported on september 25, 2006 that the baseplate had fractured and the insert was loose. Patient was revised the following month.

Manufacturer narrative:
The device was not manufactured in the us. Evaluation of this device is to be performed at the manufacturing facility. When completed, the evaluation summary will be submitted in a supplemental report.